Event description:
It was reported the device and the 2 percutaneous leads were explanted due to infection. The patient was a (B)(6) and the device had eroded through the skin due to rubbing against the seat of the (B)(6). The extensions were cut just distal to the lead/extension connection so the surgical lead could be left in place and re-used at a later re-implant date after the site had completely healed. The portion of the extensions that was cut off was then also explanted. The re-implant procedure occurred about 3 months after the device was explanted. However, during the re-implant procedure the last 2 lead contacts on the existing lead broke off when the end of the lead was cleaned with a raytec sponge after the remnant of the extension had been removed from one of the lead tails. As a result the lead that had remained implanted also needed to be replaced. The new device was implanted on the opposite side of the original device, and the implant procedure was successful. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Lead model 3998 lot# v597710 implanted:2011-(B)(6) explanted: 2012-(B)(6), lead model 3888-45 lot# v285966 serial# implanted: 2011-(B)(6) explanted: 2011-(B)(6), lead model 3888-45 lot# v583006 implanted: 2011-(B)(6) explanted: 2011-(B)(6), programmer model 37743 (B)(4), extension model 3708260 (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6), extension model 3708220 (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6); (B)(4). The lead and extensions have been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.